Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the physician removed the pull wire, from the patient's stoma site, it was noted that the blue coating had peeled off. The physician retrieved the fragments using biopsy forceps. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed the pullwire was attached onto one step delivery system wire loop. The blue nylon coating of the pullwire had been peeled at the interface between the pullwire and delivery system wire loop. The nylon coating of the pullwire was peeled down to wire in multiple areas. Remnant of the peeled nylon coating was returned. The returned unit was consistent with the complaint incident that the device pullwire coating peeled. The edge of the pecutaneous stoma measuring device (psmd) has been determined to be too sharp thus catching on the nylon coating of the pullwire and causing the coating to peel as the pullwire is pulled back through the psmd. The design of the psmd has been determined to be the most probable root cause of the failure. A CAPA is ongoing related to this issue. A review of the device history record was performed and revealed no issues related to this complaint.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, when the physician removed the pull wire, from the patient's stoma site, it was noted that the blue coating had peeled off. The physician retrieved the fragments using biopsy forceps. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) - retrieved device fragments. The reported event of pullwire coating peeled. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.